Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, provided pump reset information, and confirmed that the same malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.